Event description:
Customer reported blood glucose levels of 413mg/dl. It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 164mg/dl. Troubleshooting occurred, and it was determined that there was a possible set occlusion. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.